Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator for spinal pain. It was reported that over the weekend of (B)(6) 2017, they started having difficulty charging their ins up to 100%. It had taken them 3-4 hours to get the ins up to a 1/4 charge and since getting the ins charge to 3/4 charge they had been charging it at least 4 hours and had not yet reached 100%. They stated they have not yet seen the charge sufficient or charge complete message. The patient stated that when the ins got to a 3/4 charge it would then click and the "power disappeared" meaning the ins battery level dropped and then the ins would try again to get more power. They stated they had charged their ins fully maybe twice since it was implanted and had taken forever (about five hours) to charge it. They added they usually have to charge the ins about every 2.5 to 3 days. They did confirm they would get all 8 coupling bars and was not seeing a loss of coupling during charging. No symptoms were reported. They were redirected to a doctor to schedule an appointment with a manufacturer representative to have further troubleshooting performed and recharge statistics reviewed.

Event description:
Additional information was received via the manufacturer representative from a consumer. It was reported that the recharger ¿has only gone to full twice.¿ the manufacturer representative was not aware of any external factors that may have led or contributed to the issue. The manufacturer representative met with the patient on (B)(6) 2017 and his battery was empty. The recharger surface was positioned over the battery and coupling was excellent. After 1.5 hours, his battery was 50% full. Impedances were all within normal limits and stimulation was in the targeted areas. He was using a high density program 100% of the time. It was reviewed with the patient that using a high density program all day every day at 9.0 volts would most likely require daily or every other day charging. The patient has one program with a rate of 1000 hertz and a pulse width of 90 microseconds. He refuses to turn his stimulator off while charging which extends his recharging sessions. The manufacturer representative noted that there is nothing to resolve and the system was working fine, the patient was just frustrated with the recharging interval. It was noted that the issue was resolved at the time of the report. No surgical intervention occurred or was planned at the time of the report.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in 2017-jan-23. It was reported that the implantable neurostimulator (ins) battery didn¿t seem to be depleting at the normal rate the patient was expecting. At the time of the report, the patient connected the ins to the ins recharger (insr), eight coupling bars were reached and the insr showed that the ins battery flashing in the last quartile. The ins was turned off and it was reviewed that the depletion rate would not be the same as when the ins is turned on. In conclusion, through training, the patient was able to turn on the ins successfully and the issue was resolved.

Event description:
Additional information received from the consumer reported that the patient still had issues with recharging. It was confirmed that the patient was getting all 8 coupling boxes and had 25% charged flashing in the next quartile. The patient again reported that they only got 100% once or twice and charged for 1-2 hours every 2-3 hours but the battery depleted down or did not continue to get fully charged. The patient¿s setting was noted as ¿9.0¿. The physician was not being cooperative with the patient¿s insurance so they had difficulty seeing the doctor. It was also mentioned by the patient that they were not able to have medication from having the ins due to insurance reasons. No symptoms or therapy allegations were reported.